Event description:
It was reported that"on (B)(6) 2024, the doctor found the swg was kinked due to the swg soft during use on the patient." The operator changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. No obvious signs of use were observed. The guide wire was observed to have a kink in the middle of the body and a slight bend at the proximal end. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink on the guide wire was measured at 344mm from the proximal tip. A slight bend was measured at 22mm from the proximal tip. The overall length of the guide wire measured 601mm, which is within the specification of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.790mm , which is within the specification of 0.788mm-0.826mm per guide wire product drawing. Existed lab inventory was used to complete functional testing. The guide wire was advanced through an arrow syringe and 18 ga needle. The distal end of the guide wire passed with little to no difficulty; however , slight resistance was encountered at the location of the kink. Performed per IFU statement , "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through visual analysis of the returned sample. The guide wire was kinked at one location near the middle of the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2024, the doctor found the swg was kinked due to the swg soft during use on the patient." The operator changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".